Manufacturer narrative:
Tandem technical support made multiple attempts to follow up with the customer, however there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the emergency room (ER) due to elevated blood glucose levels, and minor ketones. The customer's contact stated that they were currently undecided on the course of treatment, but wanted to run a system check to ensure that the pump was functioning. Minor troubleshooting was performed with tandem technical support.